Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a blank display screen after changing batteries customer's blood glucose was 105 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded after troubleshooting, customer reports that display screen return but continues to have battery longevity issues. Customer was advised to monitor insulin pump and battery cap would be replaced. No further information provided.